Event description:
This product is a gel bead-filled teether. The beads started to come out. I kept the product to take photos and report it. I cannot find the product online. Document number: (B)(4). Report number: (B)(4).